Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the off no power alert. Customer blood glucose at the time of incident 325 mg/dl. Troubleshoot was performed. Customer was advised unattended alarms will drain battery. Customer inserted new battery but the issue reoccurred. Customer was using (B)(4) battery. Customer states the battery cap was not loose, cracked or damaged. Customer states the type of battery in use was (B)(4) aa alkaline. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm anomaly, off no power alarm anomaly, battery icon anomaly or blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.